Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video system center exhibited no image and image quality issues due to a printed circuit board failure. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over (9) years, since the subject device was manufactured. Based on the results of the investigation, the device having no image was likely, caused by a printed circuit board failure. Olympus will continue to monitor field performance for this device.